Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads implanted with the same lot number. It was reported the patient experienced a change in stimulation coverage after suffering a fall. X-rays were taken and indicated the leads had migrated from t8-t9 up to t10-t11. The patient underwent surgical intervention where both leads were removed and replaced with one lead from a different model.